Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraeasy meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on the evening of (B)(6) 2010, after the subject meter fell on a marble floor. The patient informed the csr that he generally tests 1x/day and manages his diabetes with oral medication (type unknown). It is not known if the patient made any changes to his diabetes management as a result of the alleged power issue. On the morning of (B)(6) 2010, the patient claimed that he woke up with blurred vision. In response to the symptom he scheduled an appointment with his physician. On that same day, the patient saw his physician. The patient reported that his blood glucose was "16.9 mmol/l (304 mg/dl)" when tested with his doctor's meter. The patient stated that his physician also tested his urine and sent him to the hospital to have blood drawn for tests. The results of those tests were not provided. The patient denied receiving any medical treatment at the time of the office visit. At the time of troubleshooting, the patient informed the csr that he replaced the subject meter's batteries; however, the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.